Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: a complaint investigation has been initiated for record complaint (B)(4) on 10-jul-2025. Device history record (DHR) review: the lot 6000503 was manufactured according to the work instruction (wi) version 75 on 12-apr-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on 09-jul-2025 against harm code no malfunction based on complaint information, malfunction code no malfunction describe and lot 6000503 and 03 complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose levels on (B)(6)2025. It was also reported that the patient went to emergency room (ER) and subsequently admitted to hospital for less than 24 hours on (B)(6)2025 and received intravenous (IV) drip and the patient blood glucose levels while admitting the hospital was 414 mg/dl and the main reason for hospitalization was high blood glucose levels. No further information was available.